Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the surgeon¿s assistant clamped and activated the device without tissue in jaws. The device was activated for awhile and when the surgeon attempted to use device, the jaws fell off into patient. All parts were retrieved. There were no patient consequences reported. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.